Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device forceps tip has come off. The issue occurred during an unspecified procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and corrections to the manufacturer site. Corrected fields: d3, d4 lot, d4 UDI, g1a and g1b. Updated fields: d9, h3, h6, h7, h9 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the tissue pad was split and peeled off. A root cause could not be identified. Based on the results of the investigation and historical data, it is likely the following led to the malfunction: 1. The tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This may have caused the tissue pad to be partially peeled away. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.